Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: there was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. Device analysis determined the condition of the returned device was consistent with the complaint incident. Additionally, there were numerous kinks throughout the shaft of the device. Microscopic examination inspection revealed a 2mm longitudinal tear in the balloon wall 2.2cm from the distal end of the proximal markerband was revealed. There was balloon material lifted around the tear. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via the left femoral using a 6f 50cm non bsc introducer sheath. The 80% stenosed target lesion was located in the moderately calcified and mildly tortuous left superficial below the knee femoral artery. After 0.014x156cm non bsc guide wire crossed the lesion. A 6.0mmx60mmx135cm sterling¿ balloon catheter was advanced to dilate the lesion. Upon first dilatation the physician noticed contrast media leaking and the balloon ruptured at 5 atmospheres for 5 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that a balloon rupture occurred.   Vascular access was obtained via the left femoral using a 6f 50cm non bsc introducer sheath. The 80% stenosed target lesion was located in the moderately calcified and mildly tortuous left superficial below the knee femoral artery. After 0.014x156cm non bsc guide wire crossed the lesion. A 6.0mmx60mmx135cm sterling¿ balloon catheter was advanced to dilate the lesion. Upon first dilatation the physician noticed contrast media leaking and the balloon ruptured at 5 atmospheres for 5 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.